Event description:
Reporter alleged the patient received a discrepant blood glucose result of 420-470 mg/dl on the professional advantage system compared back to back with a result of 120 mg/dl on the lab system when testing was performed within 10 minutes. Reporter stated that the patient was sent to the hospital, but did not receive any treatment. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.